Event description:
Patient was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) used to capture the surgical intervention and medical device removal.

Event description:
After review of medical record, patient was revised to address failed right total hip arthroplasty revision with metal on metal total hip replacement with elevated metal ions. Revision notes stated that there was particulate debris. There was some synovial proliferation. Femoral head was removed and there was noted to be some corrosive changes of the trunnion. There was some bleeding below the acetabulum. Also took down some anterior impingement bone. Added stem due to elevated metal ions. Doi: (B)(6) 2008 - dor: (B)(6) 2015; (right hip).